Event description:
It was reported on 6/27/2007 that product was found to be incorrectly identified. The product was identified at a distribution site and not put into use.

Manufacturer narrative:
Photographs received on 7/16/07, confirmed the blue and white pilot balloons were labeled incorrectly. Further review by the manufacturing facility found the pilot balloons were placed in the incorrect printing fixture. The printing fixture used in the labeling operation was modified for easier identification. Training material and visual aids have also been provided to the assembly operators.